Event description:
It was reported during a laparoscopic hernia repair while using a 355ld trocar the device would not arm. A new trocar was pulled to complete the case. There was no consequence to the patient.

Manufacturer narrative:
Tracking #.48518. D5: device returned with no lot ID. Based upon the inquiry info, visual examination and functional test, no conclusion could be reached as to how the reported incident occurred. The device was examined, found to be functional, and was cycled repeatedly without incident. The experience reported by the surgeon could not be repeated during testing.